Event description:
The surgeon reported, he needed to replace the trocar due to the vitrectomy probe and straight illuminator light pipe instruments "sticking" to the trocar inner diameters. The trocar was replaced and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
No sample returned for eval. The root cause of the event cannot be determined in this investigation.